Event description:
Per oos, vegetative growth demonstrated on trans esophageal echo, hence device removal. Pt's. Intrinsic rhythm was 55 bpm hence no device replacement. Also removed: setrox s 53,MDR 1028232-2007-0290. Setrox s 45, MDR 1028232-2007-0291.